Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that his one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached. The patient reported that the last test was performed on the afternoon of (B)(6) 2004. On another occasion, the patient has been feeling shaky; however, he had not attempted to test. No actions were taken that would affect his blood glucose levels. He was taken to the hospital, where he was treated with orange juice and released. No test results were provided from the hospital visit. The customer service representative confirmed that the patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contracts were in good condition. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and control solution were replaced.